Event description:
It was reported right atrial (ra) lead was explanted due to an unknown product performance anomaly, a new lead was implanted with the same model. No additional adverse patient effects were reported.